Event description:
The facility representative contacted baxter to report an intermate that has ruptured during patient infusion. The event occurred at the end of the infusion. The device was filled with meropenem 2g/200ml (gram/milliliter) and 0.9% sodium chloride. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed. The root cause investigation for this failure mode is in progress.